Manufacturer narrative:
Device evaluation: the product was not received for investigation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product malfunction or a product quality deficiency. The reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when a surgeon implanted an intraocular lens, model zcb00, into an (B)(6) year old, male patient's eye, the lens dislocated a bit posteriorly and the surgeon realized that he needed to put another kind of lens due to patient issues. But in order to remove the lens, he had to do incision enlargement and put sutures. There was no vitrectomy. A replacement lens was implanted instead, no patient injury post-op. No further information was provided.